Event description:
It was reported that restenosis occurred. The patient was enrolled into the (B)(6) clinical study on (B)(6) 2017 and the index procedure was performed on the same day. Target lesion #1 was located in the left superficial femoral artery (sfa) and had 75% stenosis. The reference vessel diameter was 5mm, had a length of 70 mm and was classified as a tasc ii a lesion. The target lesion was treated wit pre-dilation using a 4mm x 80mm balloon, followed by a 5mm x 80mm ranger study balloon. Post dilation was not performed and the residual stenosis was 5%. On (B)(6) 2018, selective left lower extremity arteriography revealed patent common and external iliac arteries, patent left common femoral artery and profunda, distal embolization of profunda femoris emboli, recurrent 70% focal proximal re-stenosis stretching 3-4 cm in length in the previously treated region during index procedure and the subject was diagnosed with recurrent stenosis in proximal left sfa. Hence, on (B)(6) 2018, 168 days post index procedure, 70% stenosis in proximal left sfa was pre-dilated with 5 mm x 4 cm sterling balloon. The stenosis was treated with 6 cm x 6 cm innova self-expanding nitinol stent and post dilated with 5 mm sterling balloon. Post treatment angiography revealed no significant residual stenosis or dissection. On (B)(6) -2019, 671 days post-index procedure, angiography revealed 70% in-stent stenosis of the innova stent, about 3cm in length in the proximal left sfa. Ankle brachial index was suggestive of severe arterial insufficiency of the left lower extremity. On (B)(6) 2019, revascularization was performed using a non-bsc drug-coated balloon with less than 20% residual stenosis.